Event description:
It was reported that what was initially believed to be a programmer issue (would not power up) was subsequently found to be an issue with the radio frequency (rf) programmer head. When the head was changed to a different programmer, that programmer also failed to power up, but when a different head was used, that programmer powered up correctly. The head is to be returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional testing. The cable was replaced as a preventative. It was also noted that the label was delaminated. Product ID 2090 programmer; product ID (B)(4) analyzer

Manufacturer narrative:
Concomitant products: (B)(4) software analyzer (B)(4).

Event description:
It was further reported that the radio frequency programmer head had been returned.